Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a tha for hip joint oa. After installation of the pinnacle cup, drilling was performed for screw fixation. The wire of the shaft part was broken and could not be used for the surgery. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9, h4corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that on december 11, 2024, the patient underwent a tha for hip joint oa. After installation of the pinnacle cup, drilling was performed for screw fixation. The wire of the shaft part was broken and could not be used for the surgery. The surgery was completed successfully without any surgical delay. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the shaft was broken. The broken fragment was returned for evaluation. This condition is consistent with multiple uses under extreme eccentric loading resulting in premature bending or failure of the drill bit, the potential cause can be attributed to unintended use. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset flex dr sft qck cple would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.